Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out of range pacing impedance measurements. As a result, the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Subsequent information was received that in addition to the high impedance measurements, there was also inappropriate shocks and a lack of stimulation. This resulted in the patient experiencing some physical discomfort and some insecurity. This rv lead was previously explanted. No additional adverse patient effects were reported.